Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that:"(B)(4) while introducing the u-blade, the guide screw broke." There was no adverse consequence to the patient.